Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a tip detachment occurred. The target lesion being treated was located in the right atrium. A 185cm pt² guide wire was advanced to the right atrium. Approximately 20 to 30 cm of the guide wire tip detached. The detached portion was retrieved approximately 2 hours and 30 minutes later using a non-bsc guide catheter and snare. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual inspection was performed and the device was returned in two sections. The distal portion of the device presented a kink at 0.6cm from the proximal end. Dimensional inspection was performed and all measurements were found to be within specifications. The returned device was sent for external lab analysis to determine the fracture failure mode. The external lab returned the following results; failure occurred due to a fatigue in a bending moment followed by a rapid tension overload. Both sections presented same failure mode. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a tip detachment occurred. The target lesion being treated was located in the right atrium. A 185cm pt² guide wire was advanced to the right atrium. Approximately 20 to 30 cm of the guide wire tip detached. The detached portion was retrieved approximately 2 hours and 30 minutes later using a non-bsc guide catheter and snare. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.